Manufacturer narrative:
Hospital re-sterilized the implant and cut off parts to modify for the patient. The surgery was then completed successfully with no further information available. Therefore the device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
This pi is for the two axsos screws. Primary procedure, left custom heavy pelvis. It was reported that after implanting the replacement pelvis and two axsos screws, the surgeon noticed excessive bleeding and had to remove the devices to find the source. The surgeon decided to abort the procedure and closed the patient. Post-operatively, the patient is stable. The surgeon reported his belief that in removing scar tissue (patient diagnosed with ewings sarcoma and had a previous procedure to resect bone), he may have hit a vessel which caused the bleeding. Rep confirmed there are no allegations against the implants, and reported that no further information is available. Update 19/nov/2019: hospital re-sterilized the implant and cut off parts to modify for the patient. The surgery was then completed successfully with no further information available.